Manufacturer narrative:
Investigation - evaluation: a review of the complaint history, device history record, drawing, manufacturing instructions, quality control data, and visual inspection / functional testing of the returned devices was conducted during the investigation. Three (3) three-way plastic stopcock (ptws-2fll-mll-r) were returned for investigation. Stopcock 1 has two cracks at the base; one is 5mm, and the other is 4mm. Device failed leak test. Stopcock 2 has two cracks at the base; one is 3mm, and the other is 3mm. Device failed leak test. Stopcock 3 has two cracks at the base; one is 5mm, and the other is 3mm. Device failed leak test. A document-based investigation evaluation showed no evidence to suggest the product was not made to specifications. Review of the device history record shows no nonconforming events which could contribute to this failure mode. It should be noted there were no other reported complaints for this lot number. Based on the provided information, inspection of returned product, and results of the investigation; a definitive root cause cannot be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that three three-way plastic stopcock products were observed to have a crack. It was reported that this malfunction was noticed prior to any patient contact. No adverse events have been reported regarding this occurrence.